Event description:
It was reported the patient's ipg could no longer establish communication with her programmer and charger. A sjm representative met with the patient and confirmed the inability to communicate. Follow-up indicated the patient was referred to a surgeon for a possible surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.